Event description:
It was reported to boston scientific corp that during an hta procedure, a pt was observed to have a burn following a fluid leak from the hydrothermablator procedure set. The physician reported that 9 minutes and 15 seconds into ablation, part of the superior portion of the sheath cracked (near where the physician holds it and where the adapter screws on). The fluid loss alarm sounded after the break and fluid leaking out (rate of loss 150 cc per minute). The physician completed the procedure using his hand to hold in the leak for the remaining 45 seconds. A second degree burn was observed by the physician, the burn was approx 2 centimeters long, down the center of the buttocks on both cheeks. There was no vaginal burn. Pt was treated immediately, but what was used to treat the burn is unk. Pt is improving and according to the physician will recover completely.

Manufacturer narrative:
The lot number of the device used is unk, consequently the device mfg and expiration dates are unk.